Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly at the failure analysis center and determined the cause of the failure to be two (2) broken low voltage pins stuck in the connector.

Event description:
It was reported that a pin from the hard paddles assembly broke off and became lodged in the therapy connector of the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device has since been returned to the customer for use. During repair, it was observed that a pin from the hard paddles assembly was broken off inside the therapy connector assembly.